Event description:
It was reported that the patient presented for post-operative follow up at clinic. It was noted that the pacemaker was in backup vvi mode and programming changes were made to resolve the issue. The patient experienced no consequences.